Event description:
Severely sick; I was told breast implants were "safe." They immediately caused increasing inflammation throughout my body that eventually led to autoimmune diseases including hashimotos thyroiditis, leaky gut syndrome, digestive problems, toxic heavy metal poisoning from implant ingredients, insomnia, heart palpitations, hair loss, adrenal fatigue, joint pain, shortness of breath, brain fog, etc. After a few years I felt I was dying. I had to pay thousands of dollars to have them properly removed (capsules contain toxins). I am still trying to regain my health. The poison sacks were in 10 years. Have had numerous tests and dr visits. Please remove breast implants from the market. Both silicone and saline. Their toxins are harming women. FDA safety report ID #(B)(4).